Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2012-03789 & 1627487-2012-03790. The patient received 2 scs leads with the same lot number. It was reported, the patient's scs system was explanted due to an infection at the occipital site (off-label use). Follow-up identified the patient received intravenous antibiotics and is being monitored for infection.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.